Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Noise on the ra lead was noted and lead damage was noted during procedure. The lead was capped and replaced. The patient was in good condition following the procedure.